Event description:
Denatl x-ray film is defective. Kodak ultraspeed df-58 size 2, made in france. The image develops a moth eaten appearance shortly after developed. Before rptr knew it was the film rptr was changing the solutions, reinstructing the assistants. Because of the problem, rptr had to retake several x-rays. Rptr is upset kodak did not send a recall notice to supplier.